Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Later healthcare professional reported "leakage from valve strap". The device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation and valve leak and/or damage: observed an opening through microscopic inspection assessed as unidentified (tear) opening and an opening through microscopic inspection assessed as cracked valve seat diaphragm valve. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and delamination of plug strap disk shell) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation". Later healthcare professional reported "leakage from valve strap". This record is for the left side. The device was explanted.